Event description:
It was reported that the patient faced infusion set leak at the quick release as it was not tightly connected and was not able to connect quick release this event occurred on 11-mar-2026. No further information available.

Manufacturer narrative:
E1: event country: (B)(6). Name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.